Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, sb957, detachable pouch 5x7" 5ea/box, was to be used during an unknown procedure on (B)(6) 2021 when it was reported ¿during the pulmonary lobe extraction surgery, the pouch broke during the movements, releasing 2 pieces of plastic inside the chest cavity. The 2 pieces were removed later.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The components were retrieved from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and is being filed as a voluntary distributor report.